Event description:
Philips has investigated this complaint. Philips has confirmed that the l-arm rotation cover became detached after a collision with the ceiling suspension arm. Following the collision the detached l-arm rotation cover was retained by the safety chain. The cover detached outside clinical use. A philips service engineer identified a crack on the l-arm rotation cover and replaced it after which the system was returned to use in good working order.

Event description:
It was reported to philips that the l-arm rotation cover came loose. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.